Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they were still frequently urinating every 45 minutes every hour on the hour and they can't sleep. Patient said they have been sick since the 23rd. Caller stated that they have been making adjustments to the stimulation but nothing was working. Caller mentioned that they changed the stimulation three days ago. Patient stated that before the device they were going 12-15 times in an 8 hour period from probably 10pm at night to almost 7am the next morning. Patient then said after they had the surgery they are going 6-8 times a day and the health care provider (hcp) said that was a huge improvement, but they were still going every hour to every half hour at night. Patient mentioned that they talked to the hcp a week ago friday. Caller also mentioned that sometimes they cannot make it to the restroom and were leaking down their leg. Caller stated that they were still peeing their pants and it's uncomfortable and embarrassing. Caller stated that when they sit on a metal bench you can hear the vibration of the ins. Caller stated that they were in the elevator leaning against the hand rail and could feel and hear the buzzing. Patient has tried all of the programs and can't go any higher because it is uncomfortable. If patient goes any higher than 6 on either side it is not comfortable and felt like a vibrator in their private parts or as their doctor calls it "the bicycle seat area". The patient was redirected to their healthcare provider to further address the issue. Agent also sent email to field on patient's behalf.